Manufacturer narrative:
Reporter is a synthes employee. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image received. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the received image(s). The image(s) was reviewed, and the complaint condition could be confirmed as the screw was broken into 2+ pieces. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure for bi medullary echo fracture on (B)(6) 2021, when putting in fibulink and when pulling gold piece, the fibula component and the putter button came out with gold tube as though the suture between tibia and fibula components were not connected. The tibial screw was removed, and a new fibulink was used. The procedure was successfully completed with a delay of twenty minutes. The patient outcome is unknown. This report is for a fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).